Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device set screw was tested and moved up and down in the channel freely with the torque wrench. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the explant procedure, the setscrew was stuck. Technical services advised techniques of freeing the setscrew. The device was successfully explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental is being filed to correct the information at b1. The b1 is now corrected to "product problem". The rfb outcome attributed to adverse event section is now "not applicable (na). Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device set screw was tested and moved up and down in the channel freely with the torque wrench. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the explant procedure, the setscrew was stuck. Technical services advised techniques of freeing the setscrew. The device was successfully explanted and replaced. There were no adverse patient effects. Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device set screw was tested and moved up and down in the channel freely with the torque wrench. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.